Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient could not get the ins to pair with their ins recharger (insr). The patient stated they were not communicating with each other. It was written that the patient could not find the spot and it would not complete the pairing. The patient stated that it would not even show any blank coupling bars. They reported that a screen came up showing a circle with an arrow at the end. The patient stated the screen did not have a plus. The patient mentioned they went in on the (B)(6) to try and get it fixed. No symptoms were reported. No further complications were reported. Follow up was conducted.